Manufacturer narrative:
This report is being submitted as follow up no. 1 provide additional information and to update. Based on the additional information received and the evaluation results, the reported event has been deemed not an FDA reportable event.

Event description:
Additional information was received on december 5, 2018. The procedure being performed was a right hearth catheterization. The dilator was fine, however, the end of the sheath rolled up like an accordion upon insertion. The sheath was removed and a new one of the same kind was used. The patient was stable trough the whole procedure and the procedure outcome was successful. A 5f mak micro-puncture was used 1st to dilator skin and blood vessel. There was no surgical or medical intervention required and there was no blood loss.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon insertion of the ik sheath, it rolled up on itself.